Event description:
It was reported that a patient with "adult idiopatic scoli" underwent an unknown corrective spinal procedure. It was reported that 4 set screws have backed out and that the rod has migrated "from its foundation". A revision surgery is planned. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.